Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files do not show any system notices for the date of event. Bin files show that at least 12 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during cryoablation procedure. At end of ablation, the cine taken of the diaphragm indicated paradoxical movement of the right hemidiaphragm. Patient denies any symptoms. A follow up chest x-ray on (B)(6) 2013 showed that the phrenic nerve injury was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.